Event description:
A call was made to lifescan, on behalf of a pt, by a visiting nurse who did not give their name. A lifescan rep following up, called the pt who stated that she had been getting low blood glucose readings, i.e. 21,24,31 mg/dl for 1-2 weeks. She has no symptoms of low blood glucose but 'felt like it was high' because she knew she was not that low. She saw her dr the next day for regular appt. His meter red 'in 200's'. She didn't test that day on her meter. A control test during troubleshooting was er2; training was given. The pt rptr did not know name or agency of the visiting nurse.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8